Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 90% stenosed lesion was located in a moderately tortuous and moderately calcified mid left anterior descending (lad) artery. For pre dilation, the physician attempted to advance the 3.25mm x 15mm quantum maverick balloon catheter however; could not cross the lesion. A second attempt to cross the lesion was performed after the guide catheter was positioned and was successful. Upon the first inflation the balloon was inflated to 8atms and 'blood flew back into the inflation device.' The device was removed from the patient intact and once outside the patient a 'longitudinal rupture' was confirmed. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.